Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Confirmed reported problem "charger board voltages too high". Battery charger 1 failed bench level test. Charger c and charger d failed no load output. Charger c measured 29.13vdc and charger d measured 31.33vdc. Defective charger 1 board. There were several leaky capacitors found on the board. The charger boards were replaced and system testing performed. The system passed all tests. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing preventive maintenance, he discovered that on the imaging system, the battery charger board voltages are too high in the j7 connection. There was no patient present when this issue was identified.